Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery appendectomy, the device did not fire. The device loaded properly, but only stayed on for about 5 minutes then it went blank. Appeared that it ran out of battery power. Another device was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one charger. Evaluation of the data log showed that the charger was stuck in a pre charge loop of approximately 320 ma, an limit insufficient to charge the battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of not charging. The root cause of the observed condition was determined to be a result of a software error that has been addressed by engineering change development process cdp-(B)(4). Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.